Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a right ventricular (rv) lead revision procedure, when freeing up the lead the physician sliced through the ra lead. They were unable to obtain atrial impedance and there was no threshold and sensing. The health care professional (hcp) stated that the lead was pulled back on fluoroscopy and must have been cut. The physician stated that there was a crack in the insulation. Subsequently, the lead was surgically abandoned and replaced, thus the lead is not expected to be returned. Normal lead measurements were observed prior to the procedure. No additional adverse patient effects were reported.